Manufacturer narrative:
Customer follow up on 4/24/2019: reportedly, the customer was able to charge the pump successfully by using a third, alternate usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 130 mg/dl. No additional information was provided.